Event description:
Additional information was received from a manufacturer representative (rep), the rep repeated, that the device would not charge. Patient called the manufacturer, but could not connect. The patient fell on device. And it was found, device was angled after fall and wouldn¿t charge. The healthcare professional revised, device flat in pocket and now it charges. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the rep met with the patient on 2021-mar0-16 and they ordered a new recharging puck to replace old.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that for the past two weeks the patient had not been able to charge their stimulator battery, and now their stimulator implant was dead. The patient had called and talked to the medtronic representative, who told them to call and do troubleshooting. The rep said that patient services couldn't resolve the issue to call the rep back. Patient services told the patient to make sure there was no electrical magnetic interference around them. They said, the only thing that could be was the cell phone they were talking on. The patient was standing. Patient services told them to try sitting and lean forward to make the stimulator more superficial. The patient was charging directly on the skin and felt shocking at the metal prongs. It shocked them every time they tried to charge. The patient added leggings and then the shocking went away. They could feel the stimulator but didn't feel a square. A couple times when the patient was sitting and leaning forward they connected for a brief second. It said 0% charge and coupling excellent. Patient had never been able to successfully recharge their implant since they got the implant. The patient had pain since the implant died. Patient services had the patient try and find the center of the stimulator, move the recharger 2-4 cm around the stimulator from the center, and hold for 30 seconds. The patient would only get a connection for a brief second. Patient services suggested that the patient lay on the opposite side of stimulator and lay in the fetal position. The patient was not able to get a connection in the position either. The issue was not resolved through troubleshooting. The caller was redirected to call the representative to let them know that patient services could not get the patient to charge. The patient had a doctor's appointment scheduled for march 11th. Additional information was received from the patient on march 9th who repeated that their battery was dead and they needed assistance to figure out how to charge properly. On march 11th the rep reported they left the patient a voicemail, but the patient hadn't called back.